Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus on the metal cap and devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the excessive fiber life activity message was received and a decrease in tissue vaporization efficiency was observed at 83,340 joules of use. Reportedly, the physician felt the fiber did not vaporize properly from the beginning of the procedure. The procedure was completed using a second fiber. Patient outcome: "the patient experienced no adverse side affects. The entire procedure was completed without incident".